Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx valve; product ID evolutfx-29 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a coronary occlusion, which resolved without intervention, was observed. Additionally, a ventricular perforation was noted. Subsequently, an echocardiogram confirmed effusion. Medication was administered and pericardiocentesis was performed to address the perforation. Per the physician, the perforation likely occurred during the placement of the j wire catheter. Following the intervention the patient was stable; however, the patient passed away the following day. The suspected cause of death is related to pericardial effusion.

Manufacturer narrative:
Updated data: b5. D4. H4. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a coronary occlusion which resolved without intervention was observed. Additionally, a ventricular perforation was noted. Subsequently, an echocardiogram confirmed ef fusion. Medication was administered and pericardiocentesis was performed to address the perforation. Per the physician, the perforation likely occurred during the placement of the j wire catheter. Following the intervention the patient was stable; however, the patient passed away the following day. The suspected cause of death is related to pericardial effusion. Additional information was received that per the physician, neither the valve nor the delivery catheter system contributed to the perforation or death. Additionally, it was unclear if there was a definitive coronary occlusion. Per the physician, there was a plan for further discussion regarding the case, but it was believed to be a pericardial effusion from a wire perforation in the left ventricle or a type of arteriovenous fistula. The patient and family chose not to proceed to open heart measurements prior to the procedure, and therefore, that action was not taken to definitely confirm.